Manufacturer narrative:
Serial number was updated from (B)(6) to (B)(6). An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of the service history, and a review of product labeling. A 12 -month search for similar complaints did not identify any adverse trends for the architect i1000sr. No similar issues as described in this complaint and no trend associated with the architect i1000sr erratic result rate was identified. No contributing factors in the month prior to the complaint were identified. The service history of the (B)(6) verifies no subsequent issues have been reported. A review of historical information revealed no systemic issue with the architect i1000sr system. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased b-hcg result when processing on the architect i1000sr. The following data was provided for sid (B)(6): initial result was 4.41 and retest was 566.81. Two additional retests were performed and the results were 2007 and 2900. The result of 2007 was reported out. The customer uses the following reference values: negative < 5.01; 5.01 to < 25.00; positive >= 25.00. No impact to patient management was reported.